Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an endovive standard peg was placed in a peg placement procedure in 2008. According to the complainant, the tab on the plug at the end of the y-port is tearing off. The patient is frail and unable to pull out the plug for feeding access without the tab attached.

Manufacturer narrative:
The complainant was unable to provided the suspect device catalog number, model number or lot number; therefore, the device manufacture data and expiration date are unknown. The suspect device has not been returned. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.